Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving calibration error alarms and change sensor alarms. Customer reported of experiencing sensor glucose versus blood glucose differences. Sensor glucose was 50 and blood glucose was 575 mg/dl. Customer also reported of having blood glucose of 54 mg/dl. Customer was educated on calibration. Customer declined high blood glucose troubleshooting.